Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an abs-10060r angel system displayed insufficient fill alarms. This was discovered during use in two procedures. Rep contacted (B)(6) 2021 for more info. Additional information: rep returned contact 9/22. Rep confirmed that the angel system produced the error during two separate procedure, one performed on (B)(6) 2021 and the other on (B)(6) 2021. Both procedures were rotator cuff repairs that proceeded successfully without utilizing the prp injection. The case relating to the 9/21 procedure will be documented here. ***see (B)(6) for related case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached: